Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient and no additional events have been reported at this time. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient presented with weakness and profound anemia secondary to gastrointestinal (gi) bleeding. The patient was admitted to the hospital with a hematocrit level of 13.3 % and occult positive stool. An esophagogastroduodenoscopy (egd) and colonoscopy were performed, but no bleeding sites were identified. It was suspected by the lvad clinicians that the patient has small bowel arteriovenous malformations (avms). The lactate dehydrogenase level (ldh) was within normal limits, and the haptoglobin was less than 1 mg/dl, and total bilirubin and brain natriuretic peptide (bnp) were normal. The patient was transfused with 6 units of packed red blood cells and the pump speed was decreased. Echocardiogram did not reveal lvad dysfunction, and the abdominal CT did not show any evidence of blood loss. Lvad computed tomographic coronary angiography results were negative for obvious thrombus. Log file analysis by the manufacturer¿s technical services representative revealed a couple of transient pump power elevations; however, there were no unusual trends observed. A chest x-ray was negative for pleural effusions. The pump parameters were at the baseline. On (B)(6) 2017, the patient¿s blood work was stable, and the patient was discharged home on lovenox.